Manufacturer narrative:
Pump exchange was reported under manufacturer report number: 2916596-2021-02214. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient recently had a pump exchange. On (B)(6) 2021 the site called abbott to discuss recent power elevations up to 9 watts. The patient was asymptomatic during the power elevations, the elevations continue to return to a normal range of 6 watts. During the pump exchange, the patient received units of plasma, ffp and k centra. After the exchanged, there was concern for chest bleeding. The patinet had a subtherapeutic inr <1.5 until the bleeding resolved. The patient also had a cta and echo ramp study performed. The cta showed a 40% occlusion in the outflow tract as well as left side collection of fluid in the pleural space. The patient's wbc from (B)(6) 2021 peaked at 30k. The left pleural effusion had been previously tapped, which had 1 liter removed and >1 liter removed on the second tap. The left side chest tube placement was being considered. There were no current plans for intervention at this time. The site is attempting to clinically manage the patient's pleural effusion and patient ofg occlusion. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the outflow graft occlusion was not seen prior to the pump exchange. The patient's power spikes resolved and no additional power spikes had been seen for 3 weeks. The patient was in intensive care unit (ICU). It was reported that the issues do not appear to be ventricular assist device (vad) related.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported power elevations could not be confirmed as no log files were submitted for evaluation. Additionally, the reported partial outflow graft occlusion could also not be confirmed as no product or photos were submitted for evaluation. A cause for these events could not be confirmed. A correlation between the device and the reported bleeding, pleural effusion, and white blood cell increase could also not be determined, and a specific cause for these events could not be confirmed. The patient remained ongoing on heartmate ii left ventricular assist system, serial number (B)(6), until ultimately expiring on (B)(6) 2021. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including device thrombosis and bleeding. It also addresses pump speed, power, and flow and explains that pump power is a direct measurement of motor voltage and current and that changes in pump speed, flow, or physiological demand can affect pump power. Section 5, ¿surgical procedures,¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. It also outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.